Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a console with a battery failure on start up. The aic (automated impella controller) was removed from use and the IFU followed and a backup controller used. No harm or injury.

Manufacturer narrative:
The automated impella controller device was received from the customer on (B)(6)2023. Data analysis: aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) and a battery level low alarm due to low pack voltage. See ic1211 aic logs complaint date in attachments section. The ltpowerdata from the complaint date showed a cell voltage decline in only one of battery 2¿s cells which occurred as the battery failure alarm triggered (see ic1211 battery analysis according to ltpowerdata.png in attachments). Device analysis: the failure mode was reproduced on an engineering bench. Batttest further confirmed that battery 2 had an imbalanced cell. The battery failure alarm was due to a defective battery 2. The root cause of the defective battery was due to single cell failure. Before sending this console back to the customer. Fs replaced the battery set (6120mah, 3900-0032), validated charging, and performed a full functional check on the console and optical system (0042-7316).